Manufacturer narrative:
The complaint device is not available for a physical evaluation. Typically from past investigations, suture pull outs have been associated with anchor bridge breaking due to excess suture tensioning. However, this cannot be confirmed as the device cannot be physically examined. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
Our sales rep reported via phone that during a rotator cuff procedure the customer's 4.5 healix advance anchor br with orthocord held fine within the bone but had the suture come out when the surgeon pulled on it to tie the knot. The sales rep stated that there was nothing near the suture that would have cut it and that it would perfectly intact when it was removed. The sales rep reported that the patient's bone quality was good. He stated that there were no patient consequences or time delay; however, they left the anchor inside the bone. They created a new bone hole and inserted a second like device to complete the procedure. The complaint device will not be returning for evaluation.